Event description:
This report summarizes 68 malfunction events in which the device reportedly overheated. 60 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 68 previously reported events are included in this follow-up record. Product return status: 5 devices were received. 1 device was not available for evaluation. 62 devices were evaluated based on historical data analysis. Additional information: 68 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 68 events were reported for this quarter. Product return status 4 devices were received. 1 device was not available for evaluation. 62 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information 68 devices were not labeled for single-use. 68 devices were reprocessed or reused.

Event description:
This report summarizes 68 malfunction events in which the device reportedly overheated. 60 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.